Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture

Event description:
Patient reported implant rupture. Device remains implanted. This relates to the left side

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening assessed as surgical impact opening. As per the investigation procedure, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Patient reported implant rupture. Later doctor confirmed "intracapsular rupture". Confirmed via MRI. This record is for the left side device was explanted and replaced.

Event description:
Patient reported implant rupture. Device remains implanted. This relates to the left side

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, d9, g2, h3, h6.

Event description:
Later doctor confirmed "intracapsular rupture". This record is for the left side device was explanted and replaced.